Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the had reached end of service (eos) upon receipt. A longevity calculation based upon device settings and usage data showed battery depletion was normal. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench and found to be normal. No anomalies were detected.

Manufacturer narrative:
Correction: previously reported d6a should have been 'aug 6, 2019', and previously reported d6b should have been 'nov 16, 2021'.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient was stable.